Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the upper cheeks with 2 syringes of juv¿derm voluma¿ xc and in the nasolabial folds and tear troughs with 3 syringes of juv¿derm vollure" xc. Three days later, the patient noticed a warm sensation, similar to a light sunburn, and puffiness in the upper cheek area. Four days later, the patient reported the event to the injector and received fexofenadine 180mg and steroid methylprednisolone 4mg tablets. The next day, the patient began day 1 of the antihistamine. After 5 days of antihistamine, the symptoms seemed to subside and was resolved a week later. The sensitivity returned in 2 days; antihistamines resumed, without methylprednisolone. After 3 days of no improvement with antihistamines alone, the treatment was updated to begin the methylprednisolone like previously held, starting with (6@4mg) and continue the antihistamine. On day 21 post injection, patient symptoms worsen with increased burring puffiness and hot ears. Steroid tapered to five days at 4mg (5@4mg) was prescribed. The next day, patient developed dry eyes so patient was put on steroid (4@4mg) with antihistamine. New symptoms of dry lips developed the next day. At day 24 post injection, patient was seen in the office with face "minimally swollen" and neck "shotty submandibular adenopathy." Patient was referred to an allergist but no treatment was done with an allergist as the allergist has never seen anything like this. On day 26 post-injection, symptoms remain the same so a stronger steroid dose-pack was prescribed with prednisone taper (5 tabs on day 1 to 1 tab on day 5). On day 37 post injection, symptoms worsened so patient was treated with prednisone (10mg 3 tabs daily for 3 days, 2 tabs daily for 2 days then 1 tab daily for 2 days. On day 45 post injection, patient started on doxycycline 100mg bid for 14 days as an anti-inflammatory. On day 47 post injection, patient was seen in the office for an insect bites which was diagnosed as a non specific popular reaction, deemed not related to the device. Symptoms ongoing post 52 day of injections. This is the same event and the same patient reported under MDR ID# 3005113652-2021-03178 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juv¿derm vollure" xc.